Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was unable to duplicate the error but recalibrated the generator as a precautionary measure. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed intermittent regulator failure messages. No pt injury was reported.